Event description:
"The pt, a 90 yr old female, (weight unreported) was found unresponsive and extremities posturing, indicating a possible cerebral hemorrhage(cva). During a intubation attempt, the blade broke in three pieces (near the contact area). The blade was retrieved and the smaller pieces were still on the laryngoscope handle. The blade wrapper was not saved and the batch number is unk. The paramedic reventilated the pt and attempted (to intubate) a second time. The pt needed suctioning, and during the suctioning, the pt clenched her teeth. (This is) another indication of a head injury. The paramedic was able to maintain an airway by suctioning and using a bag valve mask. The pt was successfully intubated at the hospital; however, the pt died the next day(12/15/96) due to the massive cerebral hemorrhage." Stated dir of health and clinical service, there is no causal connection between the blade breaking and the death of the pt.